Manufacturer narrative:
Due to character restrictions in block e1 event site name, address, phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarmed and failed to automatically inflate and could not be used. No one was hurt.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the safety disk to be defective. To fix the issue, the fse replaced the safety disk. The fse then performed all functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer.